Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided. E1: reporter name: unknown / not provided.

Event description:
Doctor reported that it was impossible to remove the mount, so implant at tooth site #45 was removed. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) boes605, (3i t3 short external hex parallel walled implant, 6mm(d) x 5mm(l)) for evaluation. Visual evaluation / functional test was performed; implant shows wear and mount is able to be disengaged from implant as intended. No malfunction identified. DHR review was completed for the subject lot number 2120010546. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120010546, for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: does not disengage/release a definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The mount is able to be disengaged from implant as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.